Event description:
Reportedly, an external shock was delivered on (B)(6) 2014. The (B)(6) 2015, the physician was unable to interrogate the device. Another programmer was used, but interrogation failure was confirmed as well. The pacemaker did not switch to magnet rate while a magnet was applied. The device was replaced the (B)(6) 2015 and will be returned for analysis.

Event description:
Reportedly, an external shock was delivered on (B)(6) 2014. The (B)(6) 2015, the physician was unable to interrogate the device. Another programmer was used, but interrogation failure was confirmed as well. The pacemaker did not switch to magnet rate while a magnet was applied. The device was replaced the (B)(6) 2015 and will be returned for analysis.